Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was the procedure date? No further information is available. What is the lot number? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - stratafix¿ active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - = 2360 ¿g /m.

Event description:
It was reported that a patient underwent an orthopedic on an unknown date and barbed suture was used. During the procedure, the fixation tab was broken during use. Another like device was used to complete the procedure. There were no patient consequences reported. No additional information could be provided.